Manufacturer narrative:
Sensor kit expiration date is 30-apr-2026. The medical event associated with this case occurred on (B)(6) 2026 which confirms the usage of the device beyond the useful life of the device. No additional investigations are required as the device met its specification lifespan. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received an adc device scan result of 328.00 mg/dl compared to reading of 23.00 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.